Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant from a 5f mynxgrip vascular closure device came out of the patient along with the product. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression of more than 5 min. The patient was not hospitalized nor was hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure during prep or patient use. Some of the sealant came out with the removed device.

Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The outer threads were found damaged in a manner consistent with cross-threading the blocker into the mating screw. The inner threads were damaged in a manner consistent with using the incorrect instruments with the blockers. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.